Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated patient underwent surgical intervention on (B)(6) 2021 wherein one of the lead was repositioned. Reportedly effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2021-04722. It was reported that patient was experiencing uncomfortable stimulation and x-rays confirmed that one lead had migrated. Programming was unable to resolve the issue. As a result, surgical intervention is anticipated to address the issue in the near future. Both leads are reported as it is unknown which lead caused the issue.